Event description:
His one touch ultra meter had been displaying the battery indicator and eventually stopped powering on. Day's prior, the patient had replaced the battery after the low battery indicator had appeared. On an unspecified date, the patient reported that the meter stopped powering on after he dropped the meter. The patient was unable to obtain a blood glucose result starting may. Although the patient was supposed to take insulin based a prescribed sliding scale, he continued administering a "typical" dose (60 units twice daily). The following day the patient woke up feeling as though he had low blood glucose levels. He described feeling dizzy, weak, and lightheaded. He attempted to test knowing that the meter would not power on. Due to the symptoms, he decided to eat a sandwich and felt better. He did not seek any further medical attention. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient dropped the meter, was unable to test for several days, continued administering his usual dose of insulin, and developed symptoms that could suggest hypoglycemia.